Event description:
This report was from a consumer: a (B)(6) male, was administered euflexxa (1% sodium hyaluronate) for left knee pain associated with osteoarthritis and experienced nausea, headache, no relief of pain after each injection, pain in calves, thighs, and hips bilaterally, lower extremity weakness, right foot pain and burning, and inability to sleep. The pt reported that he experienced nausea and headache the same day after each injection of 1% sodium hyaluronate for left knee pain associated with osteoarthritis. The pt self-medicated himself with 800mg ibuprofen each time and the symptoms resolved within three to five hours. The pt experienced malfunction of 1% sodium hyaluronate and experienced no relief of pain in left knee after each injection. The pt also experienced pain in the calves, thighs and hips (bilaterally) and lower extremity weakness the following day after receiving the third injection. The pt self-medicated with hydrocodone times one and ibuprofen 800mg times one four hours later. Two hours later the pt experienced right foot pain and burning and inability to sleep (due to burning sensation). The following morning, symptoms of right foot burning and pain and left thigh pain (continued) continued but decreased in intensity and his other symptoms resolved (date unspecified).

Manufacturer narrative:
Root cause analysis: unlikely, possibly related to euflexxa, based on the info provided at the time of this report. (B)(4). Additional info received on (B)(4)-2009: the pt reported that following an injection of 1% sodium hyaluronate, he experienced tingling and pain in his feet prompting him to visit a podiatrist (date unk) who prescribed him lyrica (pregabalin) and baby aspirin. On an unk date, while examining the pt's feet, the podiatrist noted that the small toe was purple in color. The pt reported that approximately two days later (date unspecified), the toe began to turn a grey color. The pt reported that he was unable to wear shoes due to the pain in his feet and that he visited his doctor again on (B)(4)-2009. The pt reported that the (pregabalin) did help some with the pain and tingling. At the time of the report, the events were ongoing. Further info has been requested.